Event description:
It was reported that the device reached end of service (eos) prior to removal from package. It was further discovered that the device had been set to "on". The detections were turned off. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4)- the device was returned, analyzed and analysis of the device revealed normal battery depletion. The analyst visual comment noted that the detection was turned on while still in the box. The device accumulated 2,266 seconds of charge time. Performance data was collected from the device and revealed the battery depletion indicated/elective replacement indicator (eri). The recommended replacement time(rrt) in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=3.073 to 2.436 volts between (B)(6) 2012. There was 1 - patient alert for low battery voltage on (B)(6) 2012 02:15:00.